Manufacturer narrative:
The insulin pump was received with missing retainer and reservoir tube lip o-ring. The insulin pump was received with faded serial number label, cracked case on the back at the battery tube area and battery tube threads, cracked keypad overlay at select button, minor scratched display window and case and peeling keypad overlay. Analysis was unable to perform displacement test due to physical damage. (B)(4).

Event description:
It was reported that the there was a large crack down the back of the insulin pump where the battery goes and the retainer ring was missing. The customer stated that the damage to the insulin pump was not caused by a vehicular accident. The customer did not know their blood glucose at the time of the incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to backup plan per doctor's instructions. The insulin pump was returned for analysis.